Manufacturer narrative:
Date of event: unknown. Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported before use of the bd luer-lok¿ disposable syringe the barrel had abnormalities. There was a sticky material resulting in missing scale markings on the barrel. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: DHR review could not be performed due to unknown batch #. Two loose 1ml assembled syringes were received by bd canaan and reported to be from unknown batch # (p/n 309628). The samples were visually evaluated. The syringes were found to have tape covering the luer and tip of the barrel. The samples also had barrel surface damage or scuffing and missing print near the .2ml grad line. The missing print observed was rejectable per product specification. Bd canaan was able to confirm the customer's indicated failure. The root cause is undetermined. CAPA is not required based on severity and occurrence level defined for this complaint.